Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that a pt awakened to no disposable alarm on the pump. Walked pt through reseating the cassette on pump and once pump restarted, it began alarming again plus had a two-tone beep that would not stop. After switching same cassette, lot# 4192062, exp (B)(6) 2026, to back up pump, the alarm began again. Pts son-n-law arrived and this rn asked him to mix new remodulin cassette. Once completed, pump restarted and reconnected to pt, the pump ran without alarm. Additional information received via email and attached on (B)(6) 2022: no additional information that what was initially reported. No patient injury was reported.

Manufacturer narrative:
Corrected data: d4: correction: device expiration date: 2-sep-2026. H4: correction: device manufacturing date: 20-sep-2021.